Event description:
Ous MDR - after an implantations period of about 57 months, an impedance increase was reported. As the lead was damaged during the explantation procedure, only fragments were received for analysis. No adverse patient side effects have been reported. The explant and event dates were not provided.

Manufacturer narrative:
Upon receipt, the lead was found dissected. The df-1 connector was not returned for analysis. The analysis of the two lead fragments demonstrated a rubbed through insulation at about 15 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. This insulation damage can be considered as the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.